Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering. In addition, patient is informed and believes she will require revision surgery of her hip to remove the depuy asr acetabular hip system orthopaedic implant and replace it. Doi: (B)(6) 2007; dor: none reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.